Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant, the lead helix was exposed when first viewed on fluoroscopy. The physician attempted many times to retract the helix with no success. While removing the lead, the tip seemed to become stuck in the atrium while crossing the tricuspid valve. Once the lead was removed, coaxial wires were visibly twisted and exposed from the insulation. The patient was stable throughout the procedure.